Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿·reprocessing manual_ leakage testing of the endoscope_ perform the leakage test caution:if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the gastrointestinal videoscope had a blocked air/water channel. The issue was found during reprocessing. There were no reports harm associated with the event. Inspection and testing of the returned device found that the nozzle was clogged with foreign material. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that water tightness was lost due to damage to switch 2 and the up/down knob could not be locked securely due to wear of the forceps elevator lever. A foggy image occurred due to dirt on the objective lens and the water supply volume did not meet standard value due to clogging of the nozzle. The it was also noted that the adhesive on the bending section rubber had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.